Event description:
At power up, the pump did not display the 'replace battery' screen. Pump was operating on ac power. Pump unplugged from ac power so as to transport. Pump screen displayed 'battery run time' of several hours. Within a few minutes, pump alarmed various low battery alarms and then shut down due to dead battery.in this case, staff were able to change over to another IV pump with minimal delay in therapy to the patient. A total of three devices at this facility already have had this event occur. However, there are a total of 1,159 pumps at this facility that are affected. All pumps at this facility are between 2 to 2.5 years old.